Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a hard time opening the battery cap. The customer had to use a butter knife in order to open the cap. The customer's blood glucose was unknown. Troubleshooting was done. Advised that a replacement battery cap would be sent. The customer was also hospitalized on (B)(6) 2014 due to high blood glucose levels of over 600 mg/dl. The customer declined troubleshooting. The customer expressed nervousness, fatigue, chest pain and stomach burn as symptoms of her high blood glucose. The customer treated herself with a manual injection. Nothing further reported due to disconnected call from customer.